Event description:
It was reported that the upon awakening, the patient complained of retrosternal and back pain and dysphagia. The pain is increased when taking food. An electrocardiography was done and was normal. With the agreement of the gastroenterologist, she went home with paracetamol and phloroglucinol + trimethylphloroglucinolif necessary. The patient called the department on (B)(6) 2026 because the symptoms persisted. She was hospitalized in a day hospital for monitoring in the physiology department: capsule in place in the oesophagus opposite the 10th dimension on the x-ray, normal constants, normal biology. The patient returned home with continued pain treatment and hygiene advice. On (B)(6) 2026 the patient went to the emergency room because of increased pain and now affected the right hypochondrium, right shoulder, dizziness, headache and numbness of the right arm (increased on inhalation). The patient was sent back home with a prescription for nefopam hydrochloride and pacetamol/opium/caffeine. Patient reviewed on (B)(6) 2026: the capsule was eliminated the day before in the stool. The pain decreased in intensity under the pain medicines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.